Event description:
After gamma3 surgery, rotation of the femoral head was found. This case was presented at the meeting of (B)(6) for fracture repair on (B)(6) 2014.

Manufacturer narrative:
Initial event description ¿ rotation of femoral head ¿ is a typical stage prior to cutout. Thus, the event was classified as potential cutout. The reported event indicated that the initial implants had fulfilled its tasks without any confirmed damages. Due to missing medical information it could not be determined whether the event actually presented a cut-out or rather a medialization of the lag screw. In case of a cut-out the femur neck slips over the lag screw ¿ in most of the cases due to torsional displacement and poor bone substances. In case of medialization the lag screw proceeds into and sometime penetrates the femur head ¿ in most of the cases an insufficiently placed set screw has been the root cause. In both cases the event will not be caused by any deficiency of the device(s). Device will not be returned.